Event description:
It was reported by the affiliate that the (1) mcl20 was used during an unknown procedure. It was reported that the clip would not close. The case was completed with another instrument and there was no consequence to the pt.